Manufacturer narrative:
Section a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between mar 27, 2024 and may 1, 2024. Section d10: concomitant medical products : platinum cartridge, duovisc. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted form the patient's left eye. The reason for the explant was not specified. It was stated that the procedure was able to be completed. Replacement was another iol with the same model but 0.5 diopter power higher than the original iol (25.5d). No other information was provided.